Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. The patient sample was not available for return. In-house testing for reagent lot 18276fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 18276fn00 did not show any potential non-conformances, or deviations. Product labeling was reviewed and found to adequately address the current issue under review. The customer obtained a negative result of 0.03 s/c for one sample drawn from a 53-year-old male patient when testing was performed using architect sars-cov-2 igg reagent lot 18276fn00 in comparison to positive results obtained on alternate methods (rapid card test, roche and vitros). Testing was performed after a month post treatment. Information on the treatment performed was not provided. Rt pcr (igm) was negative. The patient had symptom onset in april 2020. A direct comparison should not be made between the architect sars-cov-2 igg assay and the vitros method. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the vitros method detects antibodies to the spike protein of sars-cov-2. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). In this case, it is unknown if the patient is immunocompromised. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. The sample was drawn 3 months after the patient had symptom onset. According to the patel r, et al, "report from the american society for microbiology covid-19 international summit, 23 march 2020" value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20., it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. The study quan-xin long et al, "clinical and immunological assessment of asymptomatic sars-cov-2 infections" nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. Eview of the manuscript bryan et al. 2020 "performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho" j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 18276fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed a false negative architect sars cov-2 igg result for a (B)(6) year old male patient after a month post treatment. Initial onset of symptoms started (B)(6) 2020. The following data was provided: the patient sample was collected on (B)(6) 2020 and reported on 10aug2020 for the architect = 0.03 s/c(reference range: less than 1.4 s/c = negative). Rapid card test by immunicheck = positive for igg. On (B)(6) 2020 the patient sample was tested by roche (eclia) = 7.97 (positive for antibodies - total). Real-time pcr (igm) = negative. On 15aug2020 the customer provided additional information. The customer tested the patient sample on the vitros platform and generated a result of 30.30 index (reactive) the vitros cutoff range: less than 1.00 index = nonreactive. There was no impact to patient management reported.